Manufacturer narrative:
A correlation between the device and the patient¿s stroke and expiration could not be conclusively determined. Stoke, bleeding, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on 08/03/2016 that the patient arrived at the local emergency department on (B)(6) 2016 with complaints of left-sided facial numbness, left-sided visual disturbances, weakness, and dizziness. The patient reported that the onset of the symptoms was approximately 24 hours prior. The patient was transferred to the implanting center on (B)(6) 2016. At that time the patient had thrombocytopenia with a platelet count of 35,000 x 10^9/l. The patient¿s international normalized ratio (inr) was 3 and over the previous week had been in the range of 2.0-2.6. On an unspecified date, the patient developed a large intraparenchymal hemorrhage. At the time, the patient¿s lactate dehydrogenase (ldh) level was elevated at 1008 u/l and the patient's plasma-free hemoglobin (pfh) level was 70 g/dl. The patient was determined to be too high risk for intervention. The patient was listed as do not resuscitate, comfort measures only. Per the family¿s request, the lvad was stopped on (B)(6) 2016 and the patient expired.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016 due to a large hemorrhagic cerebrovascular accident (cva). Additional information was requested but not provided.